Event description:
It was reported that cgm displayed error 42 during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return after reset, and successfully started new sensor session.